Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was seen in the pd clinic on (B)(6) 2026 due to draining issues. During the visit, the patient¿s pd effluent was noted to be cloudy. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g every 4 days. The cultures were positive for enterococcus faecalis and staphylococcus epidermidis. The cause of the peritonitis is attributed to the patient having an exposed pd catheter cuff. This has been a known issue for several months; however, when the patient came to the clinic on (B)(6) 2026, the exit site was not covered, and the cuff was pulled up. Additionally, the end of the patient¿s pd catheter was inside her underpants between her legs. Prior to the clinic visit, the patient reportedly had diarrhea and abdominal pain for 1 month which she did not report. The pdrn said this patient has a history of social issues in the home and has been known to not have the pd catheter cap on securely. No further information was provided.